Event description:
A port vaxcel pasv was placed for therapeutic purposes in 2003. On a separate occasion, the port fractured distal to the white adapter and then migrated to the superior vena cava. The fragments were later removed by a procedure done in the radiology dept.